Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation was due to the leads came off or something to that effect. They had revision surgery. The cause of the system operating at maximum settings was not determined. Issues not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2qdm3 serial# implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. I the reason for call was today the patient noticed that they were not feeling the stimulation like they used to so the patient was trying to increase the stimulation on their current program and saw a message that the system was operating at maximum settings. Patient said that they had the implanted neurostimulator set at 1. 5 volts and they usually did not touch the stimulation. Patient confirmed that they have not had any recent medical procedures or falls. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.